Event description:
The event is reported as: the suction tubing became detached from the purple housing. It could not be re-connected. No report of patient injury or clinical consequence.

Manufacturer narrative:
It is unknown if the device is available for evaluation.